Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed and product found to be in good condition with a scratched screen. Customer's complaint of error code 1720 was verified. The event log was unable to be downloaded. Service will replace the backup capacitor. Use testing was performed. The problem source is the backup capacitor component.

Event description:
Information was received that the cadd legacy pump had error code 1720. No reported adverse effects.